Event description:
It was reported that the 9900 system locked up and the touch screen would not work. Also, the system would not send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The isolated interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.